Event description:
During shoulder operation the intelijet unit had a set pressure of 40 mmhg, but began to operate with full force. Alarm did sound and unit was shut down. Surgeon went to gravity. Failure occurred at the very beginning of the case. The pt had swelling in the arm and a large amount of edema in the shoulder, was expected to make a full recovery.